Event description:
The wife of a (B) (6) male pt contacted lifecor customer support to report that the monitor constantly stated to "check electrode belt". Support had them reseat the connection and verify that there were no bent or missing pins. The pt downloaded and the download revealed the pt is connecting and disconnecting the electrode belt many times a day. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.